Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient experienced cardiac tamponade. A thoracotomy was performed, and an atrial lead helix perforation was visually confirmed. Bleeding was also confirmed and hemostasis treatment was performed, after which there were no anomalies in lead performance data and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.